Event description:
Reportedly, the smart monitor turns on with all lights green and faint red light on the heart button. The transmitter does not react when pressing the heart button or the reset button. Then the transmitter turns off completely and nothing happens.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Returned device investigation: upon device reception, the subject home monitor was tested and the reported issue was confirmed. After around 10 minutes the device ran through several connection and transmission steps and finally proper function was recovered. It can be assumed that a good mobile connection was needed to transmit all the accumulated data to the bo. Most probably the mobile network at patient's home was impaired for a longer time. This case is retained and utilized for trend purposes.